Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation atrial fibrillation procedure, a faradrive steerable sheath was selected for use. The physician did the transeptal puncture with a non-boston scientific sheath, exchanged sheath and then inserted the faradrive sheath into the left atrium. The physician removed the dilator and aspirated the sheath as recommended. A big bubble was observed while aspirating but then only blood was aspirated by the syringe. Then, the faraeave catheter was prepared and inserted into the faradrive sheath. While aspirating bubbles were continuously aspirated on the sheath. Thus, a new sheath was used to complete the procedure. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during a farapulse atrial fibrillation procedure, a faradrive steerable sheath was selected for use. The physician did the transeptal puncture with a non-boston scientific sheath, exchanged sheath and then inserted the faradrive sheath into the left atrium. The physician removed the dilator and aspirated the sheath as recommended. A big bubble was observed while aspirating but then only blood was aspirated by the syringe. Then, the farawave catheter was prepared and inserted into the faradrive sheath. While aspirating bubbles were continuously aspirated on the sheath. Thus, a new sheath was used to complete the procedure. No patient complications occurred. The device is expected to be returned for analysis.